Manufacturer narrative:
One device was returned for analysis of complaint that the device would pump the volume of the bag but then continued pumping without alarms or stopping. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performance verification testing and visual inspection were performed. Conducted delivery accuracy test three separate times and complaint was not confirmed. The pump stopped after delivering the set bolus amount. Delivery accuracy results: accuracy results: 20ml, 20ml, 20ml. The pump passed all tests. Software version installed: 97-0582-040300-01.

Event description:
It was reported that the device would pump the volume of the bag but then continued pumping without alarms or stopping. There was no patient involvement.